Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600mg/dl with high ketone levels. Customer required assistance addressing bg level with manual injections and fluids. Customer alleged pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer reverted to manual injections for insulin therapy.